Event description:
Customer reported a forceps malfunction issue. The issue found during an unknown event. There was no patient harm, no user injury reported on this event. Device evaluation found the adhesive of the nozzle is peeled off. The adhesive part of the lightning lens is peeled off, there is gap in the tip adhesive part, dirt has entered inside the lens through the gap and break in the forceps wire. This report is being submitted for reportable malfunction found on the device (adhesive peeled off, wire break on the forceps , gap in the tip adhesive part) observed on device evaluation .

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted the following findings : a break is found in the forceps wire due to an external factor. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. The adhesive around the air supply / water supply nozzle is peeled off. The adhesive part of the lighting lens is peeled off . The insertion part of the insertion tube difficult to remove, found dirty due to insufficient cleaning. The curved rubber adhesive is missing. Corrosion due to water leakage is observed in the operation part. The suction cylinder is scraped . The paint on the air / water supply cylinder is peeled off. The paint on the suction cylinder is peeled off. Shadows are visible in the image. Scratches found on the operation part, tip cover , switches , switch box , up / down angle knob unit, fixing lever , right/ left knob, objective lens , operation part cover due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "peeling off of glue around the nozzle/light guide lens" was presumed to have been due to stress during operation, external factors, or handling. The suggested phenomenon of "wire breakage" was presumed to have been due to fatigue breakage resulted from repeated application of stress. It is recommended to the user facility to receive instruction/reinstruction about the operating environment and handling. Olympus will continue to monitor field performance for this device.